Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 30 mg/dl. The customer was treated with glucagon. Contact alleged that the cause of the low was due to the pump delivering a bolus of 3 units. Review of the pump data logs verified that the pump screen was unlocked and a bolus of 20 units was requested by the user. Due to the customer's maximum bolus setting, the pump calculated 3 units and the user confirmed the bolus size and delivered the bolus. The contact acknowledged the information and verified that the reported issue was due to user error.